Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a loss of connection was reported. It was determined that the issue was related to the mobile application. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed the report of a loss of connection. The root cause was determined to be a temporary communication error between the device and the transmitter.